Event description:
While reviewing the programming history database it was discovered that the patient was set to unintentional settings due to an incomplete systems diagnostics. There was no final interrogation preformed so the setting change was not seen. The patient returned on another appointment where setting change was seen and corrected.

Manufacturer narrative:
Analysis of programming history.